Event description:
Root resorption and tooth nerve death due to invisalign. After many months of invisalign use, tooth ache started. Dentist referred to endodontist due to tooth pain. Endodontist identified root resorption, tooth nerve death, and mild infection as cause. Prescribed antibiotics and proposed root canal or tooth extraction after infection clears. Dentist who initiated invisalign had never informed about this very common side effect (root resorption) prior to invisalign start. Now the patient may lose a tooth because of invisalign, a merely cosmetic-purpose medical device. In addition, invisalign packaging came with no warnings or product insert. FDA safety report ID# (B)(4).